Event description:
Per the clinic, the patient experienced pain due to migration of the receiver/stimulator (specific date not reported). The patient underwent revision surgery on (B)(6) 2021, to reposition the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on december 29, 2021.